Event description:
It was reported by the sales rep in india that during an anterior cruciate ligament (acl) surgical procedure on (B)(6) 2024 while using the cortical fixation fxd loop 20mm device and the milagro intscr 9x30mm *ea on femur side the surgery went well and the patient was discharged. After two to three months the patient showed sign on infection at the operated site and took advice from other surgeon, who after checking the patient reported and implants commented to the patient about sub standard implants used. The patient has filed compliant against operative surgeon doctor of north star multispecialty hospital kolhapur. Hospital has requested from company a quality certificate to further endorsed clinically proven implants were used in the surgery. There was no delay in the procedure reported. No additional information was provided. This is report 1 of 2 of the same event.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the complaint device is not being returned, it was implanted in the patient, therefore unavailable for a physical evaluation. Since the complaint device was implanted, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.